Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
During a subtalar fusion with internal fixation with bone grafting surgery, a small battery drive had low power and functioned intermittently. There were no delays in the surgery; a spare small battery drive was available to complete the procedure successfully. It is unknown which of the two small battery drives malfunctioned after the surgery. There were no injuries or medical interventions reported. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Placeholder.